Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the infusion cannula / tubing ruptured on three different cassettes during a retinal procedure. The procedure was completed with no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Sample 1 the lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue for this lot. The device history record (DHR) shows the product was released per specifications. The returned sample was visually inspected and only the administration manifold tubing and infusion cannula tubing was returned. The infusion cannula was not connected to the infusion cannula tubing in returned condition. There was no infusion cannula tip with the returned sample. Microscopic examination indicated surgical residue at the distal end of the infusion cannula line. The tubing length was measured on the distal and proximal end and was found to be conforming to specifications. The system cannot calibrate and complete the priming sequence without the proper gauge size infusion cannula tip attached to the tubing. The missing infusion cannula will cause a fluidics imbalance and continued operation or initial calibration will not be possible. A cassette from lab stock was used to push water through the infusion cannula line and administration lines to detect for any leakage; no leakage was detected. The root cause of the customer's complaint could not be established, without analysis of the infusion cannula hub we cannot conclusively determine the causality for this reported event. In addition, the cassette and fluid/air exchange manifold tubing were not returned for this investigation. Samples 2 and 3 the lot complaint history was reviewed; this is the fourth complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. The returned sample was visually inspected and the infusion cannula and the administration manifold tubing was not returned for analysis. In addition, the cassette gusset bag had not been opened and the other manifold tubing sets were in their original unused configuration and paper banded. Replacing the infusion cannula and the administration manifolds from the ones in the lab stock, the sample was tested using a calibrated console. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. The infusion pressure was measured at multiple set points throughout the console range and met specifications. Iop was stable during functional and performance testing. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen during functional testing. Fluid flowed from bss to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. There was no broken or damage observed on the returned components. The root cause of the customer's complaint could not be established; the returned sample met specifications.